Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) ¿ the dentist reported that 7 months and 21 days after the dental implant was installed in intraoral region 7#, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), fenestration has occurred, bone graft was placed and immediate implant procedure was performed.